Manufacturer narrative:
Corrected information has been provided in d1. Pericardial effusion/cardiac perforation/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted percutaneously into the left femoral artery in an 82-year-old female patient with a past medical history of coronary artery disease (cad) with 99% occlusion of left anterior descending (lad) artery and renal insufficiency presenting in scai stage a shock prior to initiation of support. The impella was inserted for left ventricular support prior to protected percutaneous coronary intervention (ppci). The impella cp was placed in the cardiac catheterization lab (ccl) with no issues. The device functioned at p-6 at 2.7 l/min with no issues. On initial shot of the coronaries, the lad was noted to have 99.9% occlusion. The interventional cardiologist (ic) made multiple attempts to wire the chronic total occlusion (cto) of the lad and made the decision to place a stent in the left circumflex (lcx) artery. There were no issues with the patient¿s hemodynamics or impella flow or alarms during the case. Post-procedure in the ccl, an echocardiogram was performed which revealed moderate cardiac effusion. Pericardiocentesis was performed with 1 l of fluid removed. The patient was started on levophed drip to maintain pressures. The impella flow remained stable at 2.6 l/min. Pci was performed again and revealed the perforation had resolved with protamine. No additional intervention was necessary. The patient was weaned off levophed and impella was left in overnight for hemodynamic stability. The post-procedure outcome was survived at explant. The device functioned at p-4 at 2.4 l/min with no issues. Cardiac or vascular injury, including perforation, is a known risk of the impella device.

Manufacturer narrative:
This report is being submitted to document additional information received from a company representative on (B)(6) 2026. The representative confirmed that the previously reported perforation occurred at the end of the procedure. An echocardiogram was ordered to assess the patient, and a pericardiocentesis was performed in the catheterization laboratory. This information provides clarification regarding the timing of the previously reported perforation event. No additional information regarding device performance or the cause of the event was provided.